Event description:
The ceramic tip of the vapr electrode broke off during use. An x-ray taken at the time of the event did not locate the fragment and the case was completed. A second x-ray taken post operatively located the fragment in the body. Surgeon was to evaluate the situation to determine if and what further action would be taken. No pt injury was reported at the time of the initial report. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.